Manufacturer narrative:
The device was returned in a plastic pouch for evaluation. The device returned was a submarine rapid - the hub lot was consistent with information provided in the complaint form. No abnormalities were detected during guide wire passage. The device was visually inspected: the hypotube was bent and the balloon was found inflated. The balloon was analyzed and a longitudinal burst was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a submarine rapido pta balloon catheter with a 5mm spider fx embolic protection device for the treatment of a moderately calcified plaque lesion in the mid common carotid artery. The vessel was described as being moderately tortuous. Lesion exhibited 80% stenosis. IFU was followed and device prepped without issue. It was reported that a circumferential balloon burst occurred during balloon inflation at a pressure of 7bar. The device did not pass through a previously deployed stent, nor was there any resistance encountered when advancing the device. No excessive force was used. The device was removed (no fragments) and replaced with a non-mdt stent to complete the procedure. No patient injury was reported. Please note that this submarine rapido pta balloon is not marketed in the united states; however, it is similar to the united states marketed submarine plus pta balloon catheter. This event is being reported only as a malfunction because of the similar device requirement in the section 803.